Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6) 2024. Which is off-label for this device. It has been reported that there was a difference in readings of 100 points. The reported glucose values fall within the b zone of the parkes error grid.